Event description:
It was reported, that the patient presented to the hospital for a scheduled pacemaker changeout. Upon interrogation of the pacemaker, the right ventricular (rv) lead exhibited high capture threshold and high impedance measurements. The rv lead was capped and replaced on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.